Manufacturer narrative:
(B)(4). Date sent: 12/11/2023 d4: batch # 946a41 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage, with the jaws and trigger in the close position. In addition, the knife was noted as partially advanced. Also, a gst45w reload fully fired loaded on the device. Upon visual inspection, the manual override door was noted to be out of position and missing; however, the bailout system was not activated. The test bailout door was installed and the knife reverse switch was activated and the knife returned to the home position as expected, then, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the would not open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. For the would not reverse button force, slide the knife reverse switch forward to return the knife to home position.  At any time, if the knife reverse switch does not return the knife to home position and the jaws will not open. First, ensure the battery pack is securely installed and the instrument has power then, try the knife reverse switch again. If the knife still does not return, use the manual override. For the manual override would not work, to use the manual override, remove the access panel labeled ¿manual override¿ on the top of the instrument handle. The manual override lever will be exposed. Move the lever forward and backward until it can no longer be moved. The knife will now be in the home position. This can be verified by viewing the position of the knife blade indicator on the underside of the cartridge jaw. After the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The knife reverse button worked properly during testing. The manual override was totally functional and worked without any issue noted during functional test. A manufacturing record evaluation was performed for the finished device batch number 946a41, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy procedure that the device would not release after the first firing. Reverse was attempted but the jaws would not open. Manual override was then tried but still the jaws would not open. The surgeon ended up using a different device to cut the tissue and remove the device. There were no adverse consequences for the patient. Device with tissue in the jaws will be returned for analysis.